Event description:
A therapeutic advantage sling was placed in 2005. About 2.5 hours later the pt moved, felt sharp pains, started to bleed profusely and was returned to surgery. At first the dr could not see the source of the bleeding. Then he was able to feel with his finger a rough edge of the tape that he reported seemed to have eroded through the blood vessel. He repaired the vessel and kept the pt in overnight during which time she was given a transfusion. The next day she recovered and was discharged.